Manufacturer narrative:
Claim (B)(4). H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. See claim# (B)(4) for fellow eye.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glares/halos. In separate visit the lens was removed which resolved the problem. Cause of the event is unknown. A work order search found no similar complaint types.